Event description:
Reportedly, the estimated residual longevity displayed on the programmer screen (7 months) is not representative of the actual residual longevity. The physician is requesting a calculation of the minimum device longevity, based on the provided data.